Manufacturer narrative:
Based on the claims against the product noting would not open, an investigation was completed to determine the cause of this reported event. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". No failures were observed during log review. The grip force test was performed and passed. There is no problem detected.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the vessel sealer extend (vse) instrument closed and sealed tissue. The instrument would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.